Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.

Event description:
Customer's daughter reported that customer's adc meter would not turn on with strip insertion, he was unable to test and self-treated with insulin. He then reported experiencing confusion, slurred speech, lightheadedness and "kept losing consciousness". He reported eating food to help alleviate his symptoms, no third party medical intervention was required and no diagnosis was reported. It was discovered during troubleshooting, that customer was attempting to use incompatible test strips with his meter. There was no report of death of permanent impairment associated with this case.